Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reze0128 showed no other similar product complaint(s) from these lot numbers. Device not received.

Event description:
Facility reported to sales representative their team has reportedly noticed powerglides that are allegedly being infiltrated during CT scans. Contact stated that most of these lines were placed within 24 hours of said CT and had good blood return. Two of these situations have happened within the last 24 hours. Facility has said to have looked at different installers and ease or difficulty of insertion but reported not being able to identify a pattern related to the insertion. Contact said that they have called the CT department which reported that the infuser used allegedly does not exceed pressures more than the recommended 7 ml/sec on the 18g catheters, which is said to be the size installed on each patient in question. Each instance has reportedly required another procedure on the patients. No additional information such as dates of event, placement details, patient information, or harm reported.